Event description:
The customer reported that they obtained false negative results while performing validation crossmatch (compatibility) testing on the ortho provue analyzer and manual gel method. The customer indicated that group b patient samples were crossmatched with group a donors and group o patient samples with group a donors using mts buffered gel card lot # 091006004-01. Results were negative (compatible) with both test methods. The customer obtained positive reactivity (3+) in tube method when the group b pt sample was crossmatched with the group a donor sample. Results were incompatible. A false negative crossmatch testing (compatible) with antigen positive cells may lead to transfusion of incompatible blood. The customer was performing validation testing at the time of the incident, preventing erroneous results from being reported.

Manufacturer narrative:
The customer submitted blood samples and gel cards to mts for additional investigation. Mts technical support performed crossmatch (compatibility) testing at immediate spin using the returned samples with returned and retained cards from mts buffered gel card lot # 091006004-01. Testing was performed on ortho provue and in manual gel method. Negative (compatible) reactivity was obtained with both test methods with the samples. The customer's observations were verified. Compatibility testing performed using fresh samples obtained at mts reacted as expected (incompatible) using returned and returned mts buffered gel cards lot # 091006004-01. Malfunction of the gel card and the provue could not be identified. Incident is isolated and most likely sample related. Based on the available information and the results of the investigation, mts cannot rule out the returned samples as contributing factors to this incident.